Manufacturer narrative:
The associated complaint device was not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. It was reported that a revision surgery was performed due to the wrong insert was implanted. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. We will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee.reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director.a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.)no relevant clinical medical information was provided to conduct a thorough medical assessment.

Event description:
A revision surgery was performed due to the wrong insert was implanted.